Manufacturer narrative:
By checking the manufacturing chart of the involved lot#s no anomaly was found. This is the first and only complaint received on these lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operitive issue occurred on (B)(6) 2019. Surgeon was removing the lateralized glenosphere from s/r tt baseplate because of malrotation of implants. Upon removal of glenosphere, the baseplate with screws code 1375.15.605 lot #1911768 ster. 1900299 disassociated from tt peg 1375.14.652 lot #1912731 ster. 1900314 creating defect on patient's glenoid. The event prolonged the surgery of 15 minutes. Consequently, the patient received hemi arthroplasty instead of scheduled rsa. Codes and lot #s of the used instruments were not provided.